Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, there was placement difficulty and the lead's helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.